Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Cts provided complete pump reset information and guided caller through the reset process, which resolved the issue, enabling the sensor session to start successfully.